Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. Review of the manufacturing records confirmed that the associated driveline met all requirements prior to release. Review of the controller log files associated with the event showed parameters to be within normal operation. On-site inspection by the clinical engineer revealed blood inside the driveline, confirming the reported event. An isolation of blood servicing procedure was performed to mitigate the conditions reported. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, multiple factors can lead to blood in the driveline such as improper seal of the pump¿s driveline (outer sheath) to the pump header and damage via cut or nick of the pump¿s driveline outer sheath. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that seven days post implant, the driveline was completely filled with blood from the exit site to the driveline con nector. Two isolation of blood procedures were performed. The first one near the exit site and the second one near the driveline connector. There were no reported pump stops and it remains in use. No patient complications have been reported as a result of this event.